Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to a audible patient notifier. Upon review, the left ventricular lead exhibited increased impedance and increased capture threshold. The lead was disabled prior to the lead revision procedure. During the procedure, the lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.